Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the 411 group the patient underwent an initial tha at an unknown date. Subsequently the patient underwent a revision procedure for unknown reasons. During the procedure the femoral head and acetabular shell were removed and replaced. No additional information is available at this time.